Event description:
Reportable based on analysis completed on (B)(6)-2012. It was reported that during a percutaneous transluminal angioplasty(pta) treatment procedure a cutting balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous right av fistula. A 4.00mm/1.5cm/140cm spcb flextome cutting balloon was advanced to treat the target lesion. The device was inflated to approximately 10 atms and ruptured. The device was removed intact and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good. However, returned device analysis revealed a shaft break.

Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous transluminal angioplasty(pta) treatment procedure, a cutting balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous right av fistula. A 4.00mm/1.5cm/140cm spcb flextome cutting balloon was advanced to treat the target lesion. The device was inflated to approximately 10 atms and ruptured. The device was removed intact and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good. However, returned device analysis revealed a shaft break.

Manufacturer narrative:
Device evaluated by MFR: the break was located at 104.5cm distal to the strain relief, not 145cm as previously reported. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: visual examination of the returned device revealed the device was received in two sections as a result of a break in the hypotube. The break was located at 145cm distal to the strain relief. An examination of the break site found that the break appeared to have occurred from a severe kink in the hypotube. An examination of the balloon material could not identify any tears or holes in the balloon material. However, due to the break in the hypotube it was not possible to inflate the balloon in order to confirm if any leaks were present. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).